Event description:
It was reported the rear rotation knob was stripped and wouldn't turn the probes near the end of the breast biopsy. No patient consequence occurred.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.